Event description:
It was reported that during service conducted at the manufacturer a broken bur was found inside the motor. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported.